Manufacturer narrative:
Concomitant medical products: evolutr-34-us valve, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath with activity and feels their heart pumping hard. The implantable pulse generator (ipg) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.